Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracies compared to blood glucose meter on (B)(6) 2014. At the time of the hypoglycemic event, the patient's domestic partner called paramedics. The paramedics reported that the patient's cgm was possibly reading in the 110 mg/dl range and his blood glucose meter was reading 30 mg/dl, at which time the paramedics advised for the patient to take a glucose supplement to treat his low. There was no further medical intervention. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.